Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned for analysis. There were no other complications reported while the device remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a normal follow up visit, it was noted that the left ventricular (lv) lead had loss of capture (loc) and pacing impedances were greater than 2000 ohms. The thresholds were also not optimal. Boston scientific technical services (ts) was consulted and suggested a chest x-ray be taken to determine lead viability. The device was pacing in the right ventricle as a result and programming changes were made to alleviate that. The lv lead and device remain implanted and no intervention has been done at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.